Event description:
It was reported that the rear end ring disconnected from the push rod prior to or after a medical procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.